Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after percutaneous transluminal angioplasty and stenting of a popliteal artery aneurysm. Reportedly, after deployment, the proglide device was stuck in the patient anatomy. The foot of the proglide device was open when the device was removed. The lever had been returned to the original position but the foot had not closed. The sutures of the same proglide device were used to achieve hemostasis. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue could not be confirmed due to the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.